Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's blood glucose level was 400 mg/dl at the time of the incident which was going down to 40 mg/dl. The customer treated blood glucose by insulin pump and the customer took glucose to treat low blood glucose level. Customer also stated that insulin pump had keypad anomaly and act button and up arrow were not responding. Customer stated that they have to press them really hard to press them. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.